Event description:
It was reported that while performing a dca procedure in a slightly calcified, 90% stenosed lad lesion, during the fourth cut, the cutter exited the housing window. No other procedural details were obtained.